Event description:
It was reported that during implantation, when the znn cmn nail 13mmx21.5cm 125r was hammered the doctor took a xray picture and noticed that the tip of the nail was bent, so he removed it and implanted another one.

Manufacturer narrative:
The manufacturer received devices for investigation. X-rays, or other source documents were not provided for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).